Event description:
Stryker medical was notified of a potentially reportable complaint involving a product for which stryker is not the original equipment manufacturer of the reported device. The customer alleged an OEM stretcher, serial number (B)(6), had brakes that would not hold. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).